Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that the patient developed an infection in the device pocket. The pocket area and the device were cleaned, and the device was repositioned. No additional adverse patient effects were reported.